Event description:
Inserted a new argon l-cath PICC line in patient. Line was flushed before starting procedure and no leaks were seen. Once line was placed centrally in patient and blood return was checked, rn noticed a tiny crack in the plastic part of the hub on the line. The line was repaired using a PICC repair kit and doctor was notified. Then x-ray was done to confirm placement of line and line was secured.